Event description:
It was reported that customer saw continuous glucose monitor error message while using sensor. Caller successfully started their sensor session. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, did not see error message again, and then successfully started new sensor session.